Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) triggered a lead integrity alert (lia) due to high rate non-sustained tachycardia and a high number of short interval counts (sic). Electrograms revealed non-physiologic oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had triggered another lead integrity alert (lia). Follow up was conducted and it was verified that the lia had been triggered by electromagnetic interference (emi) while the patient was handling/using a battery charger while working in their garage. No reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.